Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: the tissue pad was worn and partly peeled off because the gripper was closed and ultrasonic waves were output when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). . The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad was ¿abnormally worn and partly fell out of the body.¿ the reported issue occurred 30 minutes into a therapeutic laparoscopic hernia repair procedure. The procedure was subsequently completed with a similar device with no delay or any additional medical intervention. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device components have been discarded and as a result, will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaint: (B)(6) sonicbeat 5 mm, 35 cm, front-actuated grip, lot number 31k h3 other text : device discarded by the facility.

Manufacturer narrative:
Upon further review, translation error was confirmed. This report is being supplemented to correct/update fields: b1, b2, b5, h1, h6.

Event description:
The customer reported to olympus that the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad was ¿abnormally worn and partly fell inside the body.¿ the reported issue occurred 30 minutes into a therapeutic laparoscopic hernia repair procedure. The fallen part was retrieved. The procedure was subsequently completed with a similar device with no delay. The device was inspected prior to use with no abnormalities observed. Intelligent tissue monitoring was on, as reported. There was no patient/user harm or injury reported due to the event.